Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the harpoon broke and was left inside the patient. To insert the suture, a capio was used. A new capio and a new suture was used. At the second attempt the harpoon needle probably got stuck in capio. The harpoon needle was not found and a thread stuck out of the capio. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One samples of part number 543965 arrived without the original packaging. Lot number was confirmed as 73m1400228. Visually the applier had a slightly disassembled knob, the cause for this is unknown. The sample was tested for functionality: the applier was activated and the clips were released correctly and closed correctly without any issues. Then 4 more clips were activated using tubing and they all closed and released correctly. In total 5 clips were fired and all clips closed and release correctly. Defect reported "does not grab skin properly" could not be confirmed. Per functional testing of applier part number 543965, 5 clips were fired and closed and release correctly. Defect reported "does not grab skin properly" could not be confirmed. Therefore, corrective actions is not required at this time. However, we will continue to monitor for trends.

Event description:
Alleged event: the harpoon broke and was left inside the patient. To insert the suture, a capio was used. A new capio and a new suture was used. At the second attempt the harpoon needle probably got stuck in capio. The harpoon needle was not found and a thread stuck out of the capio. The patient's condition was reported as unknown.